Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 11-apr-2023. H6: investigation summary: bd received a used q-syte closed luer access device attached to a three-way stopcock from lot 2118468 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the top body of the q-syte was cracked. Next, a leak test was performed on the returned unit by flushing it with a luer lok syringe but no leaks were observed during testing. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. However, the engineer was unable to determine a definitive root cause for the observed damage.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked from cracks in the joint when connected to the stopcock. The following information was provided by the initial reporter, translated from chinese: "there was leakage when the joint of the equipment report was connected to the connecta. After inspection, it was found that the joint had cracks".

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked from cracks in the joint when connected to the stopcock. The following information was provided by the initial reporter, translated from chinese. "There was leakage when the joint of the equipment report was connected to the connecta. After inspection, it was found that the joint had cracks."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.